Event description:
The service repair technician (srt) reported that during reconditioning of the device at the service center, after the replacement of the cable assembly flow meter epgs (complaint MDR # 1828100-2014-00696), the flow could not be adjusted to less than 0.62 liters per minute (lpm). This is considered an "out of box" failure. There was no pt involvement.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-00696. The service repair technician (srt) replaced the flowmeter. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further eval.